Event description:
Additional information was provided from a healthcare provider (hcp) via a company representative stated that the patient abdominal pain/panniculectomy was not related the pump. The cause of unable to aspirate was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8784 lot#, serial# (B)(6), implanted: (B)(6) 2016, explanted: product type catheter product ID 8780 lot#, serial# (B)(6), implanted: (B)(6) 2016, explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(6), ubd: 02-sep-2017, UDI#: (B)(4); product ID: 8780, serial/lot #: (B)(6), ubd: 16-dec-2017, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving gablofen 2000 mcg/ml via an implantable pump. It was reported that the patient underwent an abdominal surgery on (B)(6) 2025 and post panniculectomy, the patient reported that he was having increased pain and felt a decrease in the therapy from the pump. The patient reported experiencing abdominal pain in the past when manually flipped the pump in his abdomen, an action the physician had advised against. The patient presented to the clinic this afternoon and did undergo a catheter access port study. The physician was unable to successfully aspirate off the catheter access port. A catheter revision was scheduled for later this evening where the physician opened the pump pocket and attempted to aspirate off the catheter access port. It was unsuccessful so the physician cut the pump anchors and interrogated the integrity of the catheter in the pump pocket. Once that was completed, he was able to successfully aspirate off the catheter access port. It was noted new anchors were applied to the pump in the pocket and another successful aspiration was completed. The issue was resolved. The hea lthcare provider (hcp) has no further information for medtronic.